Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate shock. Programming changes were made. The device remains implanted. The patient was fine afterwards.